Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that the actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indications prematurely. The ICD was removed and replaced. During the changeout, the left ventricular lead had high thresholds and in an attempt to extract the lead, the lobes of the helix would not retract to remove the lead. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Product event summary # the device was returned and analyzed.the device met 88% of expected longevity.